Event description:
An event involved a cadd cleo infusion set where it was reported that a patient with diabetes experienced infusion interruption due to dislodgement of the infusion set from the skin following approximately three days of pump use, resulting in elevated blood glucose levels up to 384 mg/dl and moderate ketones detected during insulin therapy administered via the device operated by the caregiver. The infusion set and cassette had been replaced at midnight, and upon waking later in the morning, the caregiver observed that the infusion set had become dislodged, leading to uncertainty regarding the duration of insulin interruption, delayed bolus administration, and subsequent hyperglycemia. The caregiver initiated corrective actions, including site replacement, administration of correction bolus, ketone testing, and consultation with the endocrinologist, who advised temporary subcutaneous insulin administration until ketones resolved. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.